Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
The physician was working on a pseudo-aneurysm case. They needed the stent to cover up the leak. The doctor noticed that the stent was dislodged from the balloon, slightly off the markers. The doctor chose to use it anyway and the stent stuck in the 7fr cross over sheath (cook) and was dislodged completely from the balloon. He went back with the balloon and removed it.

Manufacturer narrative:
Additional information: age/date of birth and sex. Engineering analysis: upon opening the returned device packaging it was noticed that the stent delivery system and stent were not returned. The contents only included the v12 box and empty v12 pouch and the pouch of a .035 boston scientific guidewire. The actual device in question was not returned. It is for this reason a full investigation cannot be performed. During the final lot qualification data shows that all 59 test samples were able to pass through the 7fr introducer sheath without issue. Since december of 2013 over (B)(4) test units have been passed through the introducer sheath without a failure for the inability of the stent to pass through the introducer sheath. The product in question has also been subjected to simulated use in a tortuous iliac artery model whereas the stent delivery system is advanced contra laterally over the iliac arch through a 7fr 55cm long cook check flow performer introducer sheath. The stent is then deployed at nominal pressure as specified on the product label and the balloon deflated and withdrawn back through the introducer sheath. This testing was conducted numerous times while being submerged in a heated water bath at 37°c (body temperature) during design verification testing of the product. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37 lbs. Result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. Clinical evaluation: insufficient stent securement during access through the sheath may lead to the need for removal of the stent delivery system. This event may be associated with a delay in treatment as well as the need for additional medical or surgical intervention.